Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 96 mg/dl. Customer reset pump and malfunction alarm cleared. Insulin therapy was resumed.